Event description:
It was reported that the patient received inappropriate shocks. A transmission observed a lead integrity alert (lia) triggered for right ventricular (rv) lead as a result of oversensing a high number of short interval counts (sic), noise, and high impedance. A fractured lead was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).